Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. External visual inspection was performed and no signs of any physical damage were noted. The heater tray/scale was not obstructed. Simulated treatment was performed using the received cycler, and there were no alarms that occurred during testing. The test treatment fill times were within the time specifications for a liberty cycler. There were no fluid leaks found in the test cassette following the test treatment, and reported alarms were not reproduced during testing. The valve actuation test, system air leak test and patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 11 pages of medical records information it appears on (B)(6) 2015. The patient was diagnosed with peritonitis. On (B)(6) 2015, the patient peritoneal dialysis culture was not functioning although an x-ray revealed the catheter was in good position. The patient had both inflow and outflow problems. Heparin was used on the catheter but was not effective. A culture on (B)(6) 2015 revealed pseudomonas aeruginosa. On (B)(6) 2015, the patient was administered intraperitoneal gentamycin. Per pdrn there were no fluid leaks reported during treatments prior to the documented infection. Medical records do not contain dialysis treatment sheets or medication records for review. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient's peritonitis. Although the pdrn stated the peritonitis is a result of touch contamination, there was no documentation in the medical record that indicates the source of the patient's peritonitis. Pseudomonas is a bacterium that can be spread by the hands or by equipment that gets contaminated and is not properly cleaned. In addition, a malfunctioning peritoneal dialysis catheter can contribute to poor peritoneal dialysis fluid drainage that could lead to peritonitis. The peritoneal dialysis catheter is not a fresenius manufactured product. It cannot be concluded the peritonitis was related to any fresenius products.

Event description:
Medical records were evaluated by the patient's dialysis center. Patient was diagnosed with an episode of pseudomonas aeruginosa peritonitis on (B)(6) 2015 and was treated in-clinic with intraperitoneal gentamycin.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Upon receipt of patient medical records on (B)(6) 2015, it was discovered the peritoneal dialysis (pd) patient had previously been cultured and diagnosed with an episode of pseudomonas aeruginosa peritonitis on (B)(6) 2015. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The nurse stated that the episode of peritonitis was due to touch contamination, where the patient frequently did not practice and lacked proper aseptic technique during treatment. The patient did not was his hands and did not don a mask. Per pdrn the patient's housing condition and home environment were also not sanitary. No fluid leaks were reported during treatments prior to the documented infection.